Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler device experienced a low priority alarm 30166 (max air exceeded) alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection between the final line of the amia cassette and final bag that led to this alarm. Renal therapy services (rts) assisted the patient with ending the therapy session and reviewed proper procedures per the user manual. The patient would perform a manual exchange to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.